Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, left lower abdominal discomfort, joint pain, muscle weakness, vitamin d low, abdominal pain, urinary frequency, uterine fibroid, caesarean section, tonsillectomy, colonoscopy and gastroesophageal reflux disease. Concurrent conditions included vaginal bleeding, cervical spinal stenosis, candida infection, headache, low back pain, vaginal discharge, vaginal irritation, urination pain, uti, vaginal yeast infection, menorrhagia, weight loss, urine odour abnormal, depression, anxiety, dysfunctional uterine bleeding, obesity, allergic rhinitis, dysmenorrhea, sleep apnea, malaise and fatigue. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), device dislocation ("patient with possible migration of essure coil / the right one appears to have migrated into the mid portion of the right fallopian tube"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring") and ovarian cyst ("left ovarian cyst") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, infection, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, vaginal disorder, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, infection, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: result: bilateral tubal occlusion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, left lower abdominal discomfort, joint pain, muscle weakness, vitamin d low, abdominal pain, urinary frequency, uterine fibroid, caesarean section, tonsillectomy, colonoscopy and gastroesophageal reflux disease. Concurrent conditions included vaginal bleeding, cervical spinal stenosis, candida infection, headache, low back pain, vaginal discharge, vaginal irritation, urination pain, uti, vaginal yeast infection, menorrhagia, weight loss, urine odour abnormal, depression, anxiety, dysfunctional uterine bleeding, obesity, allergic rhinitis, dysmenorrhea, sleep apnea, malaise and fatigue. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), device dislocation ("patient with possible migration of essure coil / the right one appears to have migrated into the mid portion of the right fallopian tube"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring") and ovarian cyst ("left ovarian cyst") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, infection, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, vaginal disorder, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, infection, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: bilateral tubal occlusion. Lot number: 919039 manufacturing date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.